Event description:
The customer reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact on the customer's blood glucose level. The customer service team instructed the customer on troubleshooting steps, and when the issue persisted, they arranged for a replacement pump to be sent. The customer was informed about the delivery process, training on the new software, and how to return the faulty pump.